Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 29 mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years and two (2) months due to unknown reasons. The tmvr procedure was performed with a 29 mm edwards transcatheter heart valve resulting in trace leak and perfect positioning.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included diastolic chf acute on chronic, htn, and pseudo-bacteremia. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years and two (2) months due to valve degeneration with thickened leaflets and severely restricted leaflet motion leading to severe mitral stenosis and mild to moderate central regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve. Post valve deployment, tee revealed trace paravalvular leak. The valve was seated well. The patient tolerated the procedure extremely well and was transferred to the recovery room. The patient was discharged home on pod #1 in good condition.

Manufacturer narrative:
Reference CAPA-20-00141.